Manufacturer narrative:
The field experience of no communication was confirmed. The battery voltage was found to be very low. With another battery attached, the device functioned normal during testing and met all specifications. The device current was normal. The cause of the battery depletion was undetermined.

Event description:
It was reported that the device would not interrogate. The programmer issued a message stating that it was unable to interrogate and suggested that a magnet be placed on the device. The patient had complained of feeling dizzy and faint. All means to communicate with the device were unsuccessful. The device was replaced.